Event description:
The pt touched a new coffee maker and her metal sink and felt shocking at the neurostimulator implant site, into her back and down her leg. The device was off when the event occurred. Interrogation of the neurostimulator with the pt programmer revealed that the settings were correct and the same as before the shock. The pt was afraid to turn the device on. The pt was having ongoing pain in her left arm, leg, and lower back. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).